Event description:
Customer reported leaking at the junction of tubing and the connector. The incident occurred at the nicu. No pt harm reported. No further pt/event info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product was discarded at the facility. The lot number was no identified; therefore, a lot history record review could not be performed.